Manufacturer narrative:
(B)(4). Additional narrative: per the customer, the sample will not be returned to baxter for evaluation. Therefore, the reported condition of "the overwrap packaging caused static which allowed glass ampule to adhere resulting in the nurse being cut" could not be confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is report 1 of 1 with the same reported problem from this facility for nurse a.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that a nurse was injured during filling of one (1) infusor sv2 device. According to the report, the nurse was using an ampule to fill the infusor. The ampule broke and glass fragments adhered to the overpouch the infusor was packaged in due to a build up of static electricity. No additional information is available.